Manufacturer narrative:
The customer's reported complaint about the autopulse platform (sn (B)(6) displaying the "system error, out of service, revert to manual CPR" error message was confirmed during initial functional testing. The root cause of the system error was a failed processor board, likely due to a defective component, as the processor board was replaced on (B)(6) 2022. Reviewing the archive data showed a system error - 132 (internal watchdog timeout), confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device. Therefore, the reported complaint was confirmed. The defective processor board (pca) was replaced to remedy the fault. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with a good known test battery, without any faults or errors. The autopulse platform passed final testing without any faults or errors. Historical complaints were reviewed for service information related to the reported complaint, and one similar complaint was found for the autopulse platform with serial number (B)(6). (B)(6) was reported on (B)(6) 2022, and the system error - 132 (internal watchdog timeout) was resolved by replacing the processor board (pca).

Event description:
During the device check, the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR" when powered on. No patient involvement.